Event description:
Pt reported experiencing infusion set tubings separating from the luer lock. She stated that she identified the separations as she examines her infusion sets multiple time per day. Pt stated that she did not experience any physiological effects associated with the tubing separations. She addressed the issue by replacing the tubing. No medical assistance was required. Pt disposed of affected product, therefore no product was requested to be returned for eval.